Event description:
Allegedly removed during the revision of another component. Age of patient (B)(6); weight (B)(6). Activity level medium.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01316. This event occurred in (B)(6).